Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips the ac power module was defective. There was no patient involvement.

Event description:
This report is based on information provided by a philips field service engineer, and has been investigated by the philips complaint handling team. Philips received a complaint on the m3535a (heartstart mrx monitor/defib) indicating that the ac power module was defective. Results of functional testing indicate that the device had exhibited symptoms of a critical failure, as it would not turn on. The customer was provided with a quote for a replacement ac power module but the quote was discontinued, as the customer did not approve. The device was returned to the customer unrepaired and they were advised to remove the device from service. Based on the information available and the checks conducted, the cause of the reported problem was a component failure. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided a quote for a replacement ac power module to resolve the issue, but the quote was declined and the device was returned to the customer unrepaired. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.